Event description:
Complainant alleged that the medics were defibrillating a pt using stat pads multi-function electrodes with the device, when an arc was observed during the administration of the sixth shock. The complainant indicated that the medics had performed extended chest compressions over the pads prior to the arc occurring. The complainant indicated that the pt subsequently expired, but that the pt outcome was not as a result of the reported malfunction, as the pt had already expired when the medics began treatment. Please reference the attached copy of the electrode package insert, which warns the user, "do not conduct chest compressions through the pads. Doing so may cause damage to the pads that could lead to the possibility of arcing and skin burns."